Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the manual cleaning process or if there was any delay to precleaning. The automated endoscope reprocessor (aer) used was soluscope with anios detergent and salvanios disinfectant. There were no reported defects on the aer and all channels and tubes were connected to the scope. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air. Olympus is the maintenance company. There was no patient infection. The suspect device has been returned to olympus for evaluation. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected less than one (1) cfu/endoscope of microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The physical device evaluation has been completed; it was found that the bending section cover adhesive was separated and the scope cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The device was sampled three times and did not pass the microbiological tests. All channels were sampled. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.